Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient presented with pre-op diagnoses of cervical spinal stenosis with radiculopathy at c3-c7. The patient underwent the following procedures: bilateral laminectomy, mesial facetectomy and foraminotomy c3-c4, c4-c5, c5-6 and c6-7; arthrodesis c3-c4, c4-c5, c5-6 and c6-7 using local autograft and bmp; posterior lateral cervical fusion c3 to c7 using instrumentation. Per op notes, after the rods had been locked in the screw heads, posterolateral arthrodesis was performed using a drill with an am8 bit to drill down the external cortex of the lateral masses as well as in the facet joints. Local autograft was morcellized and placed into burritos of bmp and placed in the lateral gutters after copious irrigation with orthopedic irrigation. Bleeding was controlled using bipolar electrocautery and floseal. After arthrodesis had been completed, the wound was closed and no patient complications were noted. On (B)(6) 2008 the patient underwent x-rays of cervical spine, two views due to history of status post fusion neck (B)(6) 2008, pain. Impression: postoperative changes. On (B)(6) 2008 the patient underwent x-rays of cervical spine, two views due to history of fusion and neck pain. Impression: straightening of the cervical lordosis; extensive anterior and posterior fusion without obvious change in the hardware; there had been previous corpectomy of c5 and the metallic strut.